Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited capture anomalies. The device was programmed to fixed output and unipolar pacing.